Event description:
This is filed to report device interaction, a single leaflet device attachment and intervention. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and posterior leaflet restriction. During a mitraclip procedure, the first clip implanted was an ntw (20919r2080). The second clip was also an ntw (20823r1082). As the second clip was being implanted, contact was made with the first clip. The second clip knocked the first clip off of one of the leaflets. A third clip was implanted at a2p2 to stabilize the first clip and further reduce the mr. The mr was reduced to grade 1-2. There was no clinically significant delay or adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural conditions. The reported incomplete coaptation associated with single leaflet device attachment (slda) was due to the reported device damaged by another device. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.